Event description:
Per information provided: (B)(6)2016 ¿ patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of bard soft mesh (device 1). Per operative notes, ¿a piece of bard soft mesh (device 1) was placed into the retrorectus space and sutured.¿ (B)(6)2016 ¿ patient was diagnosed with small bowel obstruction and recurrent hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 2). Per operative notes, ¿a ventralight st using echo ps (device 2) was placed into the abdomen and attach it to the anterior abdominal wall and tacked.¿ (B)(6)2018 ¿ patient was diagnosed with multiply recurrent incisional hernia thereby underwent open repair with partial removal of (device 1 and device 2). Per operative notes, ¿the retrorectus piece of mesh and intraperitoneal mesh was noted. Both pieces of mesh were cut in half. Adhesions were lysed. The mesenteric border of the bowel was scarred. A piece of synthetic mesh was placed and secured using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This MDR represents the bard soft mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 2) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.